Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 20, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected and no anomalies were noted. The sample was tested for its gas transfer performance in which no anomalies were noted and the obtained values met factory specifications. Based on the information provided that the po2 dropped and transmembrane pressures were increasing, it is likely that clots had formed inside the oxygenator and deteriorated the gas transfer performance; however, that was not able to be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the po2 was dropping and the transmembrane pressures were increasing over 10-15 minutes. Blood gas tests were done to confirm. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.